Manufacturer narrative:
Device analysis by MFR: the guidewire returned inside of a non-boston scientific catheter. It was jammed inside the non-bsc device and it was not possible to be removed. The coiled wire was unraveled. The corewire was separated/broken close to the separated ends; the proximal section measured approximately 142.5 cm from the proximal end and the distal end measured approximately 2.5 cm from the distal end. The guidewire was bent near the separated ends. No more damages were found in the device. Dimensional inspection of the overall length could not be measured due to unraveled coiled wire. Dimensional inspection of the distal tip, middle, and proximal specification were all within specification.

Event description:
Reportable based on device analysis completed on 25mar2020. It was reported that the guidewire unraveled. An amplatz super stiff guidewire was selected for use to replace a drainage catheter. While exchanging the drain catheter, the guidewire unraveled. A new guidewire was used to complete the procedure. The patient experienced no complications and is fine. However, device analysis revealed a detached wire.